Manufacturer narrative:
The device was not returned to the manufacturer for evaluation. The device history records for all combinations of devices (sk12) intended to be implanted were reviewed ((B)(4)) and no issues were identified during the manufacture and release of the device that could have contributed to the problem reported. Based on the information provided, a biplanar plate and screws were removed in a revision surgery due to being placed "too lateral & going into the joint space". The surgeon indicated the patient was not experiencing any pain and is just wanting to workout, so the revision is more precautionary. Upon hardware removal, it was confirmed the patient was completely fused/healed and there was no fault with the tmc hardware nor was it a determining factor for performing the revision surgery as initial placement was the issue. The company will supplement the MDR as necessary and appropriate.

Event description:
After a bunion surgery was completed on (B)(6) 2017, a biplanar plate and screws were removed in a revision surgery on (B)(6) 2018 due to being placed "too lateral & going into the joint space". Upon removal, the doctor indicated the patient was completely fused/healed and no failure was found in the hardware. The python plate still remains implanted. There was no report of any patient impact or injury as a result of this event.